Event description:
The pt was being treated for an anterior cerebral artery (aca) aneurysm. The physician had accessed the aneurysm with the microcatheter tracked over a guidewire. As the physician was removing the guidewire, "the catheter was noted to migrate anteriorly, and was felt to be extrinsic to the aneurysm." Angiograms performed from both left and right approaches did not reveal any extravasation. Blood could not be aspirated from this catheter, and a small injection was performed that confirmed aneurismal rupture. Twenty mg of protamine were given and the heparin was reversed. The catheter was left in position and the coiling was completed. No extravasation was identified while the catheter was in place. When the catheter was removed, there was contrast extravasation lasting about twenty seconds and then stopped. A CT scan did reveal a frontal hematoma. During the procedure, a thrombus developed that extended into the right a2 aca segment. The thrombus was closely monitored in the right a2 origin, which showed interval clearing after approximately fifteen minutes. The physician stated that he believed the thrombus formation was related to the perforation and the reversal of heparin.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event.